Event description:
Philips received a complaint indicating that during a v60 ventilator's preventive maintenance, it was found that the cart has a damaged locking caster. The device was outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) provided the customer with the v60 stand locking caster part information so that the customer could order a replacement. In a good faith effort response received from the customer, it was confirmed that the v60 stand locking caster has been replaced to resolve the reported issue. The device was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.